Event description:
It was observed that during the device evaluation, the subject device exhibited a hole in the camera cable, water-tightness defect in the camera cable, and corrosion on the coupler pins. There was no patient involvement.

Manufacturer narrative:
A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it was likely that the camera cable was not airtight due to a scratch (hole) in the cable, and that the camera cable was not watertight. For the corrosion on the coupler pins, it was not possible to determine the cause of the occurrence based on the information obtained from this complaint. For the hole in the cable, it was not possible to determine the cause of the occurrence based on the information obtained from this complaint. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.